Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on january 3,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation:as the electrode tip is molten on both separation sides, but doesn't show any abrasion, it is most likely that the tip got overheated. This may happen, if the electrode did touch another instrument, creating a shortcut, or too long operation without time to cool down, or voltage on the hf generator chosen too high. Which reason has led to the damage can't be determined afterwards the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that whist using the cut function, the electrode loop broke apart. The physician also reported when this occurred, he felt an electric shock. However, the reporter said this was unlikely as the physician was scrubbed and wearing gloves.